Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-00584. It was reported that shaft break occurred. The target lesion was located in the ramus intermedius. After a promus premier drug-eluting stent was advanced but failed to cross the lesion, a 145, 5-in-6 guidezilla guide extension catheter was placed to help crossing the stent delivery system (sds) to the target lesion. The stent was deployed however upon inflation, the stent only inflated to 4 atmospheres. The physician opted to remove the sds but it was caught in the collar section of the guidezilla guide extension catheter. It was noted that shaft of the sds was broken. The guidezilla guide extension catheter was removed, however, upon removal from the touhy of the guide catheter, the guidezilla guide extension catheter fractured. The broken part of the guidezilla guide extension catheter was successfully removed. The physician used an 8f non bsc guide extension catheter and removed the broken shaft of the sds from the coronary artery by trapping the broken shaft inside the 8f non bsc guide extension catheter. A non bsc stent was advanced and crushed the promus premier stent against the artery wall and the procedure was completed. No patient complications were reported and the patient's status is fine.